Event description:
Patient believes he received a shock from the device. Device has not been interrogated in years per the patient and does not transmit to the home monitoring website. The device could not be interrogated. The patient does have an impella lvad. This device remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.